Event description:
A physician reported that, during the intraocular lens implant procedure, when placing the back-up lens, the physician realized that the back-up implant also had a crack. But as it was in the periphery of the implant, hence surgeon preferred to left implanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).